Manufacturer narrative:
Exemption number e2019001. The device was returned and investigated. The reported inability removing the lock line was confirmed due to an observed knot. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, while the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a cause for how the knot formed could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report inability to remove the lock line. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) grade 4+. The clip delivery system (cds) was advanced to the mitral valve. Cip deployment was started; however, after removing approximately 12 -15 cm of the lock line; the lock line could not be removed. The clip was not deployed and the cds was removed. A new ntr clip was implanted without issues, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.